Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had experienced a syncopal episode with an unknown cause. This ICD remains in service. The patient was referred to the physician. No additional adverse patient effects were reported.